Event description:
It was reported that during an unknown procedure the doctor was using new ace36e and the pad of the probe peeled off while taking ligament in first case itself. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional device info: information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted.